Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, the patient's device was explanted on (B)(6) 2018 due to chronic discharge at the implant site and lack of benefit. The patient was not reimplanted.

Manufacturer narrative:
It was reported that the patient experienced an infection. The device was not explanted as previously reported but only the abutment was removed.